Event description:
On (B)(6) 2011, this patient was implanted with a gore excluder aaa endoprosthesis to treat an aortic abdominal aneurysm. On (B)(6) 2011, a CT scan revealed a proximal type I endoleak. A reintervention is planned for (B)(6) 2011.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.